Event description:
On (B)(6) 2012, the reporter contacted animas to report the patient obtained low blood glucose readings in the evening or in the early morning hours, ranging from 50 mg/dl to 54 mg/dl. At that time, the patient experienced the symptoms of shaking, sweating and rapid heartbeat. The patient administered self-treatment with food; she did not seek any medical attention. The patient was new to ipt and had minimal adjustments to her pump settings. Troubleshooting revealed all pump settings, programming, date/time were correct, the patient's technique was correct and there had been no inadvertent insulin infusion. There was no evidence the pump was not accurately and correctly delivering insulin as programmed. However, as the patient suffered blood glucose levels and symptoms suggesting severe hypoglycemia and received treatment with food while using the pump, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.